Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a hand assisted laparoscopic hephrectomy. The device ripped when the surgeon's hand was in place and he was dissecting the renal artery and renal vein. Another device was used to complete the case. There was no consequence to the patient.